Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of partial, non-occluding outflow graft thrombus could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted system controller log file contains data from 19apr2019 02:04:06 pm through 24apr2019 10:39:35 am. Pump power ranged between 5.1 and 6.9 w, estimated flow ranged between 3.9 and 7.3 lpm, and average pi ranged between 2.2 and 6.1. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was diagnosed with partial, non-occluding thrombus in outflow cannula, diagnosed with a computed tomography angiography (cta) scan. Ramp was negative. The patient reported intermittent dizziness but no change in vad parameters was reported. No change in the patient's treatment occurred. Log file analysis showed that pump power and flow were stable. The pulsatility index showed an upward trend and it appeared that the vad was functioning as intended. The patient was upgraded to status 4 on unos list using 30 days vad timeline to expedite transplant. No further information was reported.